Event description:
It was reported that the user experienced difficulty pairing a new dexcom g6 sensor to the ilet while an existing transmitter session was active, with the app displaying ¿start sensor¿ and subsequently ¿searching for transmitter¿ after re-pairing steps; transmitter serial number (B)(6) was verified as not requiring replacement, and the user was advised to wait for warmup after re-pairing. Symptoms included no reported alerts, alarms, or clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included user education and troubleshooting with device re-pairing guidance. Investigation of this case revealed that the transmitter was functional and the device proceeded to search for the transmitter, consistent with expected behavior during re-pairing and sensor warmup. It was concluded that the issue was resolved with re-pairing and monitoring, with no device malfunction confirmed.